Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father stated that the customer was hospitalized due to diabetic ketoacidosis. The customer's father stated that the customer was suffering from the flu and vomiting at the time of the event. The customer's father stated that the customer's glucometer was reading 75-100 points differently than what the hospital's lab work read. Nothing further was reported.